Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Pump received with minor scratched display window, cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a button error alarm. Customer also reported that buttons were not responding. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.